Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition of ¿broken tip¿ was confirmed as the four prongs of the distal tip were broken off from the distal tip of the instrument. The broken pieces were not returned. No definitive root cause was able to be determined; however, the failure mode is consistent with normal wear over time (18+ years in the field) coupled with off axis or excessive force. Please note this part number is obsolete and no longer available. It has been replaced by cannulated cruciform screwdriver (part: 314.463). The returned instrument was part of the depuy synthes cannulated screw system. It is utilized to insert the appropriate length 3.0 mm cannulated screws, which are placed over a guide wire. The relevant drawings for the instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument's lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: clarification regarding gtin unavailability: the finished device was manufactured and labeled prior to the compliance date established by the FDA for unique device identification (UDI). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: release to warehouse date: february 27, 1997. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s), and those of the subcomponents, showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated cruciform screwdriver broke into multiple pieces during an unknown surgical procedure on (B)(6), 2016. All of the fragments were easily removed and the procedure was completed without delay or further surgical intervention. The patient's post-operative status was reported as "good." This report is 1 of 1 for (B)(4).